Manufacturer narrative:
Test strips have not been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. As the meter associated with this case was returned, only activities related to the precision strips were performed. A DHR (device history review for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of march 31, 2018 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A health care professional reported that a patient received a high reading on a hospital adc blood glucose meter. A health care professional reported a reading of 404 mg/dl which was lower than lab reading of 9 mg/dl. The results fell into the "e" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A health care professional reported that a patient received a high reading on a hospital adc blood glucose meter. A health care professional reported a reading of 404 mg/dl which was lower than lab reading of 9 mg/dl. The results fell into the "e" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A health care professional reported that a patient received a high reading on a hospital adc blood glucose meter. A health care professional reported a reading of 404 mg/dl which was lower than lab reading of 9 mg/dl. The results fell into the "e" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.